Event description:
A customer reported being unable to test due to her inability to test with her old meter, and her replacement meter had not yet been delivered. The customer reported taking her medication, and then she became unresponsive. The customer's family called the paramedics. The customer reports being given an IV and was taken to the medical center. The course of treatment during the hospitalization is unknown.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.